Event description:
Device 2 of 4. Reference MFR report: 3008829311-2017-00769. Reference MFR report: 3008829311-2017-00771. Reference MFR report: 3008829311-2017-00772. It was reported the patient experienced ineffective stimulation. Reprogramming was unable to provide resolution. Surgical intervention was undertaken and the system was explanted and replaced with a scs system. Postoperatively, the patient is reportedly receiving effective therapy.